Event description:
The carter-thomason 2, port closure system, was used during a case. As the device was used through the auto-suture veraseal 10-15mm port, "grey flecks came out of port." Two grey flecks, that looked like plastic came out of the port," (B)(6). There was no doubt from the surgeon that the grey flecks came from the carter-thomason 2, port closure system. Dr (B)(6) was able to remove the two grey flecks from the abdomen. Dates of use: (B)(6) 2013.